Event description:
A female with hypertension underwent a percutaneous coronary intervention (pci) in 2008 through a 6 french procedural sheath placed in the femoral artery. Medication administered included pre-procedural plavix and peri-procedural heparin. Following the pci, which lasted a total of 58 minutes, the pt's blood pressure was reportedly 96 systolic over 45 diastolic. Femoral artery hemostasis was achieved using a mynx vascular closure device, which was successfully deployed by a trained operator per the instructions for use (IFU). The pt developed a retroperitoneal bleed that was confirmed via CT scan, however, the elapsed time from completion of the pci to the time of CT scan is unk. The pt expired on the same day. It was reported that the probable cause of death was hypovolemia. The physician also reported that, in his opinion, the cause of death was unrelated to the mynx device. Although requested, no further info was provided by the hospital or physician.

Manufacturer narrative:
The device was not returned for eval and review of the lot history record did not exhibit any issue that suggests the device may have caused or contributed to the reported incident. Based on the limited info provided, the root cause of the reported incident could not be determined. There is no evidence to suggest that the mynx device did not perform as intended per IFU.